Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother sated after eating dinner, the patient¿s bg dropped and was displaying 65 mg/dl on the dexcom. The patient drank juice and the reading stayed at 65 mg/dl. The patient continued to treat themselves with more juice and when the value on the cgm would not increase, he called his mother. His mother came home and took him to the hospital where he was seen by a doctor who administered him with 2 shots of dextrose. After the dexcom continued to show values in the low range, a finger stick reading was taken by the doctor and it was indicated that the patient¿s bg was above 700 mg/dl. At that time, the patient was given insulin and potassium. At the time of contact, the patient¿s mother stated the patient was still in the hospital being treated for diabetic ketoacidosis. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.